Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to protruded/loose drive support disk. Cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that they woke up with high blood glucose readings and noticed insulin coming out. The drive support cap was noted to be sticking out. Customer's current blood glucose reading is 385 mg/dl. Nothing further was reported.